Event description:
It was reported the screen on the insulin pump was really scratched to where customer can not see the displayed information. Customer's blood glucose was unknown but in the morning it was 92 mg/dl. Customer's mother was not sure how damage occurred, thinks it could have been over time device might have been bumped. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with severely scratched display window and cracked reservoir tube lip.